Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet. (B)(4).

Manufacturer narrative:
This report is submitted on october 17, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number: 3009092818 and exemption number: e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.